Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The lead was confirmed dislodged via fluoroscopy. A revision procedure was subsequently performed wherein repositioning of the lv lead was attempted but unsuccessful as the physician was unable to cannulate the coronary sinus due to stenosis. A new lead was implanted in a high septal position in right ventricle (rv) and connected to the lv port of a new cardiac resynchronization therapy defibrillator (crt-d). Additionally, the lead implanted in the lv was connected to the right atrial (ra) lead port and existing shock lead connected to its corresponding port. No additional adverse patient effects were reported. This lead remains in service.